Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with two proglide device was attempted in the left common femoral vein via 6fr sheath using the preclose technique prior to a mitraclip procedure. Reportedly, the suture broke when the knot pusher was tighten over the sheath with both proglide devices. The sheath was upsized to a 11fr, 18fr and then 24fr and the mitraclip procedure was completed. A tri-cron suture was deployed in a figure eight formation around arteriotomy to achieve hemostasis. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.